Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. This device was explanted and successfully replaced. This device has been returned for analysis and no additional adverse patient effects were reported.